Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a reoccurring insulin pump error alarm. Customer's blood glucose was 133 mg/dl at the time of the incident. Troubleshooting for the insulin pump error was performed however it was not able to be cleared. Customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures alarm (variable 3) is found in the formatted history file due to broken traces of the keypad assembly.